Manufacturer narrative:
Additional information: no death occurred. The patient is alive and well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it is reported that the balloon catheter was never inflated, it presented a problem/resistance right at the beginning of the procedure. The device did not pass through a previously deployed stent. Resistance was noted during advancement. No vessel injury noted. The device was removed normally, but part detached and remained inside the introducer, which was then removed. It is reported the patient died. The time of death in relation to the procedure is currently unknown. Cad has been ruled out as a contributing cause of death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the detached 120mm balloon. The detachment occurred at the balloon bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID sbi030120130 (lot: 228536954); product type: 0674-peripheral pta balloons; implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A pacific plus was being used during a  peripheral angioplasty. The device was prepped as per the IFU with no issues identified. It was reported during balloon inflation the pacific plus ruptured at an unknown pressure in the patients artery and was immediately removed. An admiral xtreme was also used, the device was prepped as per the IFU with no issues identified. It was reported that resistance was felt during advancement and it was blcoking the artery. The device was removed. No patient injury was reported.